Manufacturer narrative:
A ge service rep performed an on site investigation. The control processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a control processor error message. Also the system locked up and would not save images. No patient injury was reported.